Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 41-year-old female patient who had essure (batch no. 721039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included hip replacement in (B)(6) 2019. Current weight 246 lbs. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have leiomyoma ("small myoma"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines/headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdomen pain"). On (B)(6) 2011, the patient experienced peritoneal abscess ("external omental") and abdominal adhesions ("bowel adhesions"), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("chronic pain / pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia") and anal incontinence ("intermittent incontinence"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, back pain, metrorrhagia, anaemia, fatigue, leiomyoma, migraine, dyspareunia, anal incontinence, peritoneal abscess, abdominal adhesions and abdominal pain lower outcome was unknown and the dysmenorrhoea, menorrhagia, female sexual dysfunction and vaginal haemorrhage had resolved. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, anaemia, anal incontinence, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, leiomyoma, menorrhagia, metrorrhagia, migraine, pelvic pain, peritoneal abscess and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding and migration. Essure coil was placed to the black band, retraction wheel was used. And eventually the system was deployed, 3 coils were visualized. Essure was placed appropriately, and deployed without difficulty with 4 coils being visualized diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 11-mar-2020: pfs received. New event added: abnormal bleeding(vaginal). Outcome of the previously added events dysmenorrhea, menorrhagia, apareunia (inability to have sexual intercourse) updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pain / pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia") and fatigue ("fatigue"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, back pain, menorrhagia, metrorrhagia, anaemia and fatigue outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: received treatment for pain, bleeding and migration. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received, date of birth, stop date of essure, events chronic / pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), anemia, general abnormal bleeding, migration and fatigue added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in a 41-year-old female patient who had essure (batch no. 721039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No." Medical conditions: current weight: 246 lbs. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pain / pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), anaemia ("anemia"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anal incontinence ("intermittent incontinence"), peritoneal abscess ("external omental"), abdominal adhesions ("bowel adhesions") and abdominal pain lower ("lower abdomen pain") and was found to have leiomyoma ("small myoma"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, back pain, menorrhagia, metrorrhagia, anaemia, fatigue, leiomyoma, female sexual dysfunction, migraine, dyspareunia, anal incontinence, peritoneal abscess, abdominal adhesions and abdominal pain lower outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, anaemia, anal incontinence, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, leiomyoma, menorrhagia, metrorrhagia, migraine, pelvic pain and peritoneal abscess to be related to essure. The reporter commented: received treatment for pain, bleeding and migration. Essure coil was placed to the black band, retraction wheel was used. And eventually the system was deployed, 3 coils were visualized. Essure was placed appropriately, and deployed without difficulty with 4 coils being visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs and mr received: new events were added: small myoma, apareunia (inability to have sexual intercourse), migraines/headaches, dyspareunia (painful sexual intercourse), intermittent incontinence, external omental, bowel adhesions, lower abdomen pain, did you undergo an essure confirmation test? No. Lot number were added. Reporter information were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in a 41-year-old female patient who had essure (batch no. 721039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". Medical conditions: current weight 246 lbs. On (B)(6) 2010 , the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pain / pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anal incontinence ("intermittent incontinence"), peritoneal abscess ("external omental"), abdominal adhesions ("bowel adhesions") and abdominal pain lower ("lower abdomen pain") and was found to have leiomyoma ("small myoma"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, back pain, menorrhagia, metrorrhagia, anaemia, fatigue, leiomyoma, female sexual dysfunction, migraine, dyspareunia, anal incontinence, peritoneal abscess, abdominal adhesions and abdominal pain lower outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, anaemia, anal incontinence, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, leiomyoma, menorrhagia, metrorrhagia, migraine, pelvic pain and peritoneal abscess to be related to essure. The reporter commented: received treatment for pain, bleeding and migration. Essure coil was placed to the black band, retraction wheel was used. And eventually the system was deployed, 3 coils were visualized. Essure was placed appropriately, and deployed without difficulty with 4 coils being visualized . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality-safety evaluation of ptc (product technical complaint). Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..